Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 586638m adaptor, implanted: (B)(6) 2012; dtba1d4 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that subsequent to a device changeout, the left ventricular (lv) epicardial lead exhibited failure to capture. The lead was inactivated. An alternative lv epicardial lead that was already implanted was activated. No patient complications have been reported as a result of this event.